Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date, left-sided device information, and implantation date. The event date was (B)(6) 2015. The suspected medical device is a 500cc mentor memorygel breast implant (catalog#: 3545007, serial #: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date was (B)(6) 2005. The biopsy was performed on the left lymph node on (B)(6) 2015, and the result indicated existence of gel out side of the patient's left breast. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with a 500cc mentor memorygel breast implant (right) and an unspecified mentor gel textured breast implant (left) experienced bilateral gel bleed, granuloma, and unilateral surgical intervention (side unknown) postoperatively. The patient states that pet scan performed on unspecified date indicated bilateral lymphadenitis, and she was diagnosed with bilateral granuloma. One biopsy was performed on one of the breasts, and the result is currently pending. At the time of this report, mentor has received no information regarding an expected explantation date. It is currently unknown as to which side the biopsy was performed. At the time of this report, it is reported on the left side report. The event date was estimated as (B)(6) 2015 based on available information. This report is for the left-sided prosthesis.